Manufacturer narrative:
(B)(4).

Event description:
It was reported that the product caused skin breakdown and ulcerations on a patient's forehead. The patient - who is now deceased - had extensive peripheral vascular disease that compromised circulation. It was also reported that the probe may not have been placed in the correct area by nursing staff.